Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints from the lot. All information was investigated and based on the information provided, the reported cable break resulting in noise and tip straightening (unintended movement) appears to be related to user error associated with turning the +/- knob in the "-" direction too strongly. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this a mitraclip procedure was performed to mitral regurgitation (mr). The steerable guide catheter (sgc) was prepared and advanced into the patient anatomy. Once inside the femoral vein, the physician turned the +/- knob in the "-" direction too strongly and broke the cable. The sgc was removed and another was prepared to complete the procedure.